Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture, and capsular contracture unknown baker grade. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "ruptured implant" and "capsular contracture." The device remains implanted.